Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Occurrence of radiographically proven osteolytic lesion at tibia head; partly loosening of tibia baseplate and weakening of cortical substance of bone due to osteolysis in 2009. Second revision surgery on (B) (6) 2009: exchange of tibia components to revision tibia plateau with revision-stem (155mm, cemented).